Event description:
The customer reported to olympus while using the evis exera iii gastrointestinal videoscope that the water was not flushing through the lens. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There were no reports of patient harm or impact associated with the event. During testing and inspection of the returned device, the nozzle was clogged with foreign matter, which had been attributed to insufficient cleaning. There were no reports of patient harm or impact associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The air/water channel was clogged with clear material both sides of the insertion tube and suction-connector. This material did not originate from the olympus endoscope. Additionally, the evaluation revealed the following findings: air/water channel leaked, angulation was reduced/low, the control knob had reduced play, the distal end plastic cover was cracked, objective lens adhesive was peeling, light guide lens adhesive was cracked and peeling, bending section cover adhesive was cracked, light guide tube and the insertion tube had minor scuffs was not catching cotton and the labels were peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not identify the foreign material nor the root cause of it although it can be presumed that it was the foreign material could not have been removed due to physical damage. The event can be detected/prevented by following the preventative measures contained in the following sections of the operator's manual: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.